Event description:
IV extension set clamp got broken on the first use, and one extension was already broken in a new package. Multiple occurrences- 1-2 times a day. Manufacturer response for z_other, maxgaurd pressure rated extension set (per site reporter). Manufacturer found that the issue was due to a fault during the manufacturing process.